Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of days prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.